Manufacturer narrative:
Final analysis found an integrated circuit anomaly which likely contributed to the reported intermittent telemetry.

Event description:
It was reported that the patient fell in (B)(6) 2013 on her upper body and mouth. The pulse generator exhibited intermittent telemetry. The device was explanted on (B)(6) 2014.